Manufacturer narrative:
(B)(4).

Event description:
It was reported that prior to procedure, high, out of range, high capture threshold was observed on the lead. Pacing impedance and sensing trends were stable and no noise was observed on the device. Physician recommended another hospital for lead and device explant procedure. Patient was stable. No further information was reported regarding procedure recommendations at the new hospital.